Event description:
Reporter indicated that since vns implant, the patient's seizure frequency has increased above its pre-vns baseline. In 2002, the patient reportedly had 12 seizures. The count has gradually increased from month to month. In september 2002 the patient had approximately 52 by their family member's count. The patient is also vomiting quite often, but the vomiting does not coincide with stimulation. The patient vomits on average approximately 5 times per week. The patient's neurologist programmed the normal mode output current to off in 9/2002. The magnet mode output current remains on because this mode seems to be doing good for seizures that they notice and try to abort. Health professional's assessment is that pre-vns, the patient was experiencing multiple seizure types several times a day and vomiting daily. Post-vns, the patient had a "decrease" of multiple seizure types but the vomiting continued. The physician reported the patient is medically complex and response to vns therapy is questionable. The device was turned off in 9/02 and since then, nausea has improved significantly but the number of seizures remains increased.